Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe pain in the lower abdomen') in a 40-year-old female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion medically significant), depression ("depression"), adnexa uteri pain ("severe pain in the ovaries"), menorrhagia ("haemorrhagic periods"), fatigue ("chronic fatigue"), visual impairment ("major vision problems"), inner ear disorder ("major inner ear problems"), musculoskeletal pain ("muscle and joint pain") and disturbance in attention ("poor concentration") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, depression, weight increased, adnexa uteri pain, menorrhagia, fatigue, visual impairment, inner ear disorder, musculoskeletal pain and disturbance in attention outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, depression, disturbance in attention, fatigue, inner ear disorder, menorrhagia, musculoskeletal pain, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc . A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe pain in the lower abdomen') in a (B)(6) year-old female patient who had essure (batch no. B44007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion medically significant), depression ("depression"), adnexa uteri pain ("severe pain in the ovaries"), menorrhagia ("haemorrhagic periods"), fatigue ("chronic fatigue"), visual impairment ("major vision problems"), inner ear disorder ("major inner ear problems"), musculoskeletal pain ("muscle and joint pain") and disturbance in attention ("poor concentration") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, depression, weight increased, adnexa uteri pain, menorrhagia, fatigue, visual impairment, inner ear disorder, musculoskeletal pain and disturbance in attention outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, depression, disturbance in attention, fatigue, inner ear disorder, menorrhagia, musculoskeletal pain, visual impairment and weight increased to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.